Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred. At the beginning of the procedure, the pentaray nav¿s irrigation was working very well and was set at 2ml/min approximately. After the first mapping in the left atrium, the physician withdrew the pentaray nav to insert the ablation catheter. While the pentaray nav was outside of the body, the nurse noticed that the flow was still set correctly but the pentaray nav was not irrigating anymore. The physician tried to unblock it with a syringe, but nothing worked, we had to replace the pentaray nav and continue with a new one. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred. At the beginning of the procedure, the pentaray nav¿s irrigation was working very well and was set at 2 ml/min approximately. After the first mapping in the left atrium, the physician withdrew the pentaray nav to insert the ablation catheter. While the pentaray nav was outside of the body, the nurse noticed that the flow was still set correctly but the pentaray nav was not irrigating anymore. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31624658l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).